Event description:
It was reported that the patient was shocked due to ovesensing and lead noise. The detections were changed and the lead remains in use. It was also reported that the patient was part of the (B)(4) study. No patient further complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.